Manufacturer narrative:
The pipeline device has not been returned for evaluation. The reported event could not be confirmed and a definitive event cause could not be determined from the reported information.

Event description:
Medtronic received report that a pipeline device did not open during a procedure. It was reported that the device's "head" could not open, so the physician withdrew the system. A new device was used to complete the procedure. After removing the pipeline from the patient, it was reported that the device "auto-detached." There was no report of patient injury as a result of this event. The patient's current status is normal.